Manufacturer narrative:
Corrections: h2 - follow-up type: in previous report, "correction" should have been selected. H10 - additional narratives/data: in previous report, "corrected data" should also have been selected. H10 - additional narratives data: in previous report, the following should have been entered: correction: manufacturer report number 1627487-2021-13695 should not have been submitted as a medical device report (MDR) because, based on parameters obtained, product performance engineering confirmed normal device longevity.

Manufacturer narrative:
Additional information: manufacturer report number 1627487-2021-13695 should not have been submitted as a medical device report (MDR) because, based on parameters obtained, product performance engineering confirmed normal device longevity.

Manufacturer narrative:
¿Date of event¿ is estimated. During processing of this complaint, attempts were made to obtain complete event information.

Event description:
It was reported that the elective replacement indicator (eri) message appeared for ipg. The eri message was determined to be true. It is unknown if the ipg depleted prematurely. The device was providing therapy. As a result, surgery may occur to address the issue.